Event description:
Foot pedal was pressed to unlock stretcher. When nurse stepped on the foot pedal to unlock, the pedal rotated competely around and ended facing upside down to the ground.======================manufacturer response for stretcher, (brand not provided) (per site reporter).======================stryker service representative evaulated and tried to tighten up hardware to limit from happending again. Strker service rep gave ticket# as reference.